Event description:
Customer reported she was unable to test due to her adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported that on the evening of (B)(6) 2013, between 7-8pm, she was sitting in a chair watching television when her "hands began shaking and (she) felt funny". Customer further reported she "fell out of the chair" and suffered a loss of consciousness. Customer's sister provided unspecified treatment to the customer and subsequently rushed her to the emergency room. Customer reported she was diagnosed with "too low blood sugar" and was treated with "2 needles" but she could not recall the name of the medication. Customer further reported she was given tylenol, a pain medication via intravenous infusion (IV), and also "put on an asthma pump" due to her wheezing. Customer stated the pain medicine she received was "metformin". Customer was kept in the hospital overnight and released the next day. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.